Event description:
It was reported that the customer went to the Emergency Room with a blood glucose level of 490 mg/dL. Reportedly the customer was not following proper cartridge load procedure. The customer was treated with intravenous fluids of saline and insulin. The customer was released later the same day with the issue resolved and no permanent damage.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.